Manufacturer narrative:
The catheter assembly was returned intact. The catheter wall of the red valve's lumen had a small pin hole, approximately 1 mm in diameter long, located adjacent to the distal edge of the suture wing. This type of hole may have ben caused by over pressurizing the lumen or stretching the catheter and causing the wall to fail, although this cannot be definitively determined. The pin hole was approximately 90 degrees from the parting line, and did not appear to be related to the molding process. Based upon the condition of the sample as received, there do not appear to be any manufacturing related deficiencies. We are unable to definitively determine a root cause for this incident. This type of reported failure mode is monitored on a monthly. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
This medwatch report was initiated upon the physical evaluation of the returned device, at which time it was determined that the device exhibited a medwatch reportable condition. The complainant reported that the pasv PICC was implanted (date unk) in a patient (age and gender unk), but twelve hours after implant, the catheter broke just below the hub. The device was then, successfully removed from the patient by the nurse. The complainant reported that the device was successfully replaced, and the there were no adverse affects on the patient as a result of the reported malfunction. Upon inspection of the returned device, the break in the catheter was identified as being distal to the suture wing.